Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A 25-minute procedural delay was reported in a case where the baylis radiofrequency puncture generator produced an error and failed to deliver rf energy. After the first failed attempt, the rf devices were disconnected and reconnected. A second attempt was made to deliver rf energy, but the error code occurred again. A mechanical device used for the transseptal procedure. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay that resulted.